Event description:
It was reported that at the user facility a piece of the attachment disassembled and was stuck in the handpiece. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Through the evaluation of the handpiece, it was confirmed that the attachment was broken off inside the drill. The attachment was not received for evaluation, therefore, the attachment that broke was unable to be confirmed. No further information is available at this time.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that at the user facility a piece of the attachment disassembled and was stuck in the handpiece. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.